Event description:
Related manufacturer reference number: 1627487-2021-19280. It was reported that the patient's s1 leads had migrated. This was discovered during an ipg replacement on (B)(6) 2021. In turn, surgical intervention was undertaken wherein the migrated lead was explanted. Post-operatively, stimulation therapy was restored with the remaining 3 drg leads. It is unknown which s1 lead was explanted, therefore both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.